Event description:
It was reported that this left ventricular (lv) lead was surgically explanted due to exhibiting high out of range pacing impedance (greater than 3,000 ohms). A new lv lead was implanted. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).